Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead was noted to have possible tissue in the helix. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.